Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five years, fourteen days post port placement, the catheter was allegedly ruptured. Further it was reported that leakage. Reportedly, both port and catheter were removed. There was no reported patient injury.

Event description:
It was reported that approximately five years, fourteen days post port placement, the catheter was allegedly ruptured. Further it was reported that the device had leakage. Reportedly, both port and catheter were removed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A complete compound break was noted on the distal end of the attached catheter. The distal catheter segment was returned and measured approximately 16.0cm in length. A complete compound break was noted on the proximal end of the distal catheter segment. The edges of the complete compound break on the distal end of the attached catheter were noted to be uneven. The surface was noted to be granular in one region and round and smooth in the other region. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be uneven. The surface was noted to be granular in one region and round and smooth in the other region. Therefore the investigation is confirmed for the reported fracture, fluid leak, material separation and identified deformation and wear issues. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (medical device lot#, medical device expiration date, unique identifier (UDI) #), g3. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately five years, fourteen days post port placement, the catheter was allegedly ruptured. Further it was reported that the device had leakage. Reportedly, both port and catheter were removed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A complete compound break was noted on the distal end of the attached catheter. The distal catheter segment was returned and measured approximately 16.0cm in length. A complete compound break was noted on the proximal end of the distal catheter segment. The edges of the complete compound break on the distal end of the attached catheter were noted to be uneven. The surface was noted to be granular in one region and round and smooth in the other region. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be uneven. The surface was noted to be granular in one region and round and smooth in the other region. Therefore the investigation is confirmed for the reported fracture, fluid leak, material separation and identified deformation and wear issues. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using MRI powerport isp. Approximately five years, fourteen days post the procedure, the catheter was allegedly ruptured. It was further reported that the device had leakage. Reportedly, both port and catheter were removed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was received in two segments. Visual, microscopic, tactile and functional evaluations were performed. A complete compound break was noted on the distal end of the attached catheter. The distal catheter segment was returned and measured approximately 16.0cm in length. A complete compound break was noted on the proximal end of the distal catheter segment. The edges of the complete compound break on the distal end of the attached catheter were noted to be uneven. The surface was noted to be granular in one region and round and smooth in the other region. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be uneven. The surface was noted to be granular in one region and round and smooth in the other region. Therefore the investigation is confirmed for the reported fracture, fluid leak, material separation and identified deformation and wear issues. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.